Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the cannula had a leak. It was reported that there was a hole on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use before the treatment, the nurse reported that the patient noticed that one unit of the catheter had a breaking hole and had a leak on the tube near the titanium (metal) adapter after taking a bath at home on the day of the event. Besides the reported issue, there were no other visible defects/damages found on the product. There was no luer adapter issue. Flushing was done prior to use with an abnormal result due to the reported hole, and there was no leak during flushing. Tego was not utilized, and there were no other products utilized with the device. There was no excessive force used on the device. There was no cleaning agent used on the device. There were no prescription or over-the-counter lotions, ointments, or medications used. There was no ointment used at the exit site, and there was no wound dressing utilized. The site did not use sepsiderm to clean the ca theters. There was no protocol change for the cleaning agents used recently, and the cleaning agents were never mixed. The patient was not responsible for any type of catheter maintenance, and the patient did not use any type of cleaning agent or antibiotic on the catheter. To resolve the issue, the part of the tube was cut off, and the titanium adapter was reinstalled and continued to be used. The product was not replaced but was repaired. The treatment was completed after resolving the issue. There was no blood loss due to the event, and a blood transfusion was not required. There was no intervention/treatment required due to the event. The patient's final outcome was good after the event. There was no reported patient injury.